Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numerous software "error" detected. The customer¿s blood glucose level was 375 mg/dl at time of incident. The customer stated that the insulin pump was able to rewind but received the pump error again. Troubleshooting was performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device was received with a frozen screen at start up and horizontal white lines across the lcd screen. Frozen screen failure isolated to electrical board. White lines or partial display due to missing segments on lcd screen.